Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation; however, the reported treatment appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a 1st diagonal artery. A 2.8 x 16 mm graftmaster was deployed to treat a perforation; however, the graftmaster did not seal the perforation. The perforation sealed on its own after about five minutes. The graftmster did not cause or contribute to complications in the procedure or any adverse events. There was no clinically significant delay in the procedure. The patient is doing fine. No additional information was provided.